Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. Another lead was set in place. No adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to unknown reasons. Another lead was set in place. No adverse patient effects were reported. Additional information was obtained; this lead was not able to be implanted due to loss of capture present.